Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection found that the seal plug was intact. The electrode was attached, fully inserted and secured. The set screw was in the down position and moved freely. The electrode was easily removed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported syncopal observations.

Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory in october 2017. The chronic device and electrode were explanted due to infection and replaced with a transvenous single chamber implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead. See report#2124215-2017-19264 and report#2124215-2017-19263 for information on infection.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this health care professional (hcp) contacted boston scientific's technical services (ts). The hcp reported that this patient had a syncopal episode. The hcp requested that the local representative check the device. Boston scientific received additional information from the local representative that the clinic opted to send the patient home from the hospital and instructed the patient to send a latitude remote interrogation (patient initiated interrogation) to the physician's clinic. No additional information was available concerning this patient. The available information suggest that this device remains in-service.